Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details, the bearings were worn, causing the device to overheat on the distal tip. The bearings were replaced and preventative maintenance was performed.

Event description:
It was reported that the device overheated during testing prior to a procedure. There was no pt involvement and no allegation of adverse consequences associated with this event. The procedure was successfully completed with a back up device.